Event description:
The customer reported that the insulin pump had a button error alarm. The customer confirmed that the device had recently been exposed to rain. The customer stated that he received a low reservoir alarm prior to the button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and the down button had intermittent response due to flattened button dome switch. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.